Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, breast pain, asymmetry, unspecified medical problems. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with a (left) 275cc mentor memorygel breast implant and a (right) 325cc mentor memorygel breast implant, suffered breast implant illness, unspecified medical problems, left breast implant rupture, breast pain and asymmetry, post-procedure. The rupture was diagnosed via physical examination and MRI. As a result, the patient underwent right enbloc total capsulectomy, left total capsulectomy, pectoralis major muscle repair and bilateral implants removal, without replacement, on (B)(6) 2021. This medwatch form is for the right breast prosthesis. Complication on the left breast/implant has been reported under mrn: 1645337-2021-04954.